Event description:
It was reported that during a breast biopsy, the control module was losing vacuum pressure during sampling, not allowing sufficient samples to be retrieved. The customer steadily increased the vacuum throughout the case and the case was completed with no patient consequence.